Manufacturer narrative:
Concomitant medical products: etlw1624c124e, sn (B)(4), expiration date: 2016-04-29; etlw1620c93e, sn (B)(4), expiration date: 2016-07-14. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 6.1 cm abdominal aortic aneurysm. It was reported that the patient expired. The investigator assessed the cause of death to as not related to the device or procedure however the relationship to the aneurysm is unknown. No additional clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. The cause of death was not related to the aneurysm. The cause of death was due to cancer.